Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a leak in a disposable transfer set coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was performing pd therapy at the time of the event. The patient stated that there was a leaked tip of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.